Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 450 mg/dl. The customer was hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The customer was going to call again to finish troubleshooting for the high blood glucose levels. No additional information was provided.